Event description:
On (B)(6) 2013 a (B)(6) female admitted with recurring uti and sepsis and staghorn calculus of right kidney. On (B)(6) 2013 (1510) patient intubated and placed on mechanical ventilation with the evita 4. On (B)(6) 2013 (1630) heard loud high pitched alarm coming from room, vent screen went blank and machine alarming and extremely hot. Patient was immediately removed from vent and manual bagging implemented. Ventilator was replaced and patient sustained no change in vitals/assessment during the event. On (B)(6) 2013 patient extubated and placed on 2l nasal cannula. On (B)(6) 2013 patient stable and discharged to skilled facility.